Event description:
A device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. The device was scrapped.